Manufacturer narrative:
The cause for the (B)(6) result is unknown. Siemens healthcare diagnostics is inquiring if the patient sample is available for further testing and investigation. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific hcv serological markers." MDR 1219913-2017-00210 was filed for the same event.

Event description:
(B)(6) advia centaur xp hcv ((B)(6)) results were obtained for a patient sample. The patient sample was tested on an alternate method on two instruments and the results were (B)(6). The patient had a previous (B)(6) result for (B)(6). The method used for testing was not provided for the previous (B)(6) result. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the (B)(6) advia centaur xp hcv result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00216 on october 2, 2017. 10/17/2017 additional information: the patient is a man, (B)(6) years old. The patient was an alcoholic 23 years ago, and a smoker 4 years ago. There is a (B)(6) result since 1994, that appeared when the patient went to donate blood. In 2013, the pcr result was (B)(6). The patient sample was not available for further testing and investigation. There was insufficient sample to be sent in for testing. The patient had a history of (B)(6) tests since 1994, however pcr test from 2013 was (B)(6). The results obtained recently indicate a (B)(6) antibody response on the advia centaur xp (B)(6) assay and a result that was near cutoff on the alternate method (1.01,1.03, 1.07 where cutoff is 1.0). Since there was never a (B)(6) pcr response, it is possible that the previous positive results were actually false (B)(6) or it is possible that the patient has cleared the virus as it is >23 years since the initial result, and the titer has fallen below detectable levels on the advia centaur xp and is at the cutoff on the alternate method. The cause for the discordant (B)(6) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2017-00210 supplemental report 1 was filed for the same event.